Event description:
It was reported that the unspecified bd¿ pump set had flow issues with the secondary infusion backing up in the primary line and bag. This occurred with 2 pump sets during use. The following information was provided by the initial reporter: we had two instances of a secondary infusion backing up into the primary line & bag. When I witnessed the setup at kresge, the bags were positioned correctly. We redispensed the product and the second preparation infused without incident.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there were two instances of a secondary infusion backing up into the primary line & bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ pump set had flow issues with the secondary infusion backing up in the primary line and bag. This occurred with 2 pump sets during use. The following information was provided by the initial reporter: we had two instances of a secondary infusion backing up into the primary line & bag. When I witnessed the setup at kresge, the bags were positioned correctly. We redispensed the product and the second preparation infused without incident.